Manufacturer narrative:
H6- medical device problem code: 1494- off-label use (acd<3.0mm) (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1 implantable collamer lens of diopter -12.00 into the patients left eye (os) on (B)(6) 2024. The patient experienced a low vault. On (B)(6) 2024 the lens was exchanged with the same model, longer length and the problem was resolved. The reporter indicated the cause of the event was unknown.